Manufacturer narrative:
(B)(4). Medwatch #5075879. The medwatch indicates - event report type: serious injury. Event outcome: required intervention. Adverse event: n. Device available for evaluation; y. Teleflex is unable to follow-up on this complaint due to lack of user facility information and contact information on the medwatch.

Event description:
Information received via medwatch #5075879. Complaint description, via medwacth, states while inserting a central line, the guidewire unraveled.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Information received via medwatch #5075879. Complaint description, via medwacth, states while inserting a central line, the guidewire unraveled.